Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported to clinical affairs that an edwards aortic bioprosthetic valve is failing; patient was accepted for inclusion in clinical trial for implant of an edwards transcatheter aortic bioprosthetic valve inside the existing valve (valve-in-valve). Patient scheduled for surgery on (B)(6) 2013. Summary of the transcatheter implant procedure has not yet been provided.